Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Non-healthcare professional other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2018-04-30 UDI #: (B)(4) device evaluation anticipated, but not yet begun mfg date: 2017-04-30 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two batteries had critical battery alarms with a capacity greater than ten percent and were involved in power switching. Servicing was performed and the batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H10 product event summary, h10 additional products product event summary: three batteries (bat597891, bat597892, bat597893) were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed relative state of charge (rsoc) between 101-201 involving bat597891, bat597892 and bat597893, which is indicative of a communication error. Analysis of the alarm log file revealed two (2) critical battery alarms due to communication errors involving bat597891 and bat597892. Further analysis revealed several premature power switching events due to communication errors involving bat597891 and bat597893, as well as premature power switching events due to momentary disconnections before the lubrication procedure involving bat597891, bat597892 and bat597893, and after the lubrication procedure involving bat597891 and bat597892. As a result, the reported event was confirmed. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the premature power switching events can be attributed to momentary disconnections due to corrosion of the controller power port pins and communication errors between the controller and batteries. The most likely root cause of the critical battery alarms can be attributed to communication errors between the controller and batteries. An internal investigation evaluated momentary disconnections. Additional products: battery bat597892 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 brand name: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019 / serial or lot#: (B)(6) UDI #: (B)(4) d10: no h4: mfg date: 04-apr-2018 h5: no h6: patient code(s): (B)(6) h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that after routine log file review, the two batteries and an additional battery were indicated to have had a co mmunication error. The additional battery remains in use.

Manufacturer narrative:
The two batteries were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log file revealed two critical battery alarms due to communication errors involving the batteries logged on (B)(6) 2018 and (B)(6) 2018, respectively. Analysis of the data log files revealed power switching events due to momentary disconnections involving the batteries and power switching events due to communication errors involving bat597891. As a result, the reported power switching and critical battery alarm events were confirmed. The most likely root cause of the critical battery alarms can be attributed to communication errors between the controller and batteries. The most likely root cause of the power switching event can be attributed to communication errors and momentary disconnections between the controller and batteries. An internal investigation is evaluating momentary disconnections. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.